Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14911. It was reported the patient's lead migrated. As a result, surgical intervention may occur to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent a revision wherein the leads were explanted and replaced to address the issue.